Manufacturer narrative:
The repeat k value of 5.01 mmol/l was measured using the same sample in a different sample cup. The customer last replaced the ise electrodes on 25-jul-2022. The electrodes were in use too long at the time of the event. Per product labeling, the ise electrodes are to be replaced after 2 months or after 9000 tests.

Manufacturer narrative:
The instrument was checked and there were no obvious abnormalities with the hardware or reagents. Quality controls for the past month have been stable. Medwatch field facility name - the full facility name was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect k for gen.2 on a cobas 6000 c (501) module. The sample initially resulted in a k value of 8.12 mmol/l and repeated as 7.99 mmol/l. The test result was reported outside of the laboratory to a clinician who found the result inconsistent with the patient's symptoms. The sample was then repeated twice, resulting in k values of 4.49 mmol/l and 5.01 mmol/l. The k electrode lot number and expiration date were requested, but not provided.